Manufacturer narrative:
Lot review: lot# 324410 showed (B)(4) units were manufactured, tested, inspected and released in april 2016, there were no exception documents. Visual receipt: on 10/11/2016 received the following: one used ch2000s, spinning spiros, lot# 2844003, one used 100ml IV admin container, one used admin set. The spiros was not connected to another device. The spin feature of the spiros had been activated. Functional testing: a single used ch2000s spinning spiros was returned separate from a used administration set. The spin feature was activated and spinning freely. The ch2000s, spinning spiros was connected to the male luer lock of the used administration set at a connection torque of 1.3in-lbs. The residual disconnect torque was measured at 0.11in-lbs. The disconnect torque was measured at 1.01in-lbs. Final analysis summary: the ch2000s spinning spiros was returned disconnected from the returned administration set. When the ch2000s spinning spiros was reconnected to the returned administration set the spiros did not show any propensity to disconnect prematurely.

Event description:
Complaint received regarding one, ch2000s, spinning spiros, lot# 2844003 (mfd. April 2014). Report states, spiros was disconnected from an infusion set after spiros was turned to reverse. Proper ppe was utilized. No adverse clinician or patient consequences reported.